Manufacturer narrative:
Investigation summary: "bd did not receive samples or photographs from the customer in support of this complaint. Retention samples from the bd inventory were expired on 11/30/2022 therefore, retains will not be tested. This lot was previously investigated for underfill and the results of the investigation were found to be satisfactory. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified."

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the nurse was not collecting enough blood. The following information was provided by the initial reporter. The customer stated: "the nurse collected blood for the patient to test. When replacing the blood collection tube, the suction was stopped without collecting enough blood. When the nurse replaced the other blood collection tubes, the collection process went smoothly. The nurse judged that the negative pressure of the blood collection tube was insufficient."